Manufacturer narrative:
Concommitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. The rep reported that during the primary implant of the spinal cord stimulation, there were impedances on the lower half of the lead that were greater than 40,000 ohms. The lead was switched to the opposite side of a wireless external neurostimulator (wens) and the patient wasn't able to feel any stimulation from the particular lead. The rep reported that the healthcare provider (hcp) requested for a new lead to be used and asked to send that particular lead back for analysis. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), product type: lead. Product ID neu_stylet_acc, lot# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead; product ID: neu_stylet_acc, lot# unknown, product type: accessory. Analysis of the lead (B)(4) found no anomaly. If information is provided in the future, a supplemental report will be issued.